Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 port and catheter allegedly experienced obstruction. The information was received from one source. One patient was involved with no reported patient injury. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore the investigation is confirmed for fracture, obstruction of flow and suction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 port and catheter allegedly experienced obstruction. The information was received from one source. One patient was involved with no reported patient injury. The patient¿s age, weight, and gender were not provided.